Manufacturer narrative:
The pump passed the displacement test and active current test. The pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Pump failed the sleep current test due to moisture damage on the harness assembly vibrator and electronic assembly. Device unable to charge confirmed. No stuck battery anomalies noted.

Event description:
The customer reported via phone call that the insulin pump had battery stayed stuck and the battery still didn't move. The customer¿s blood glucose level was 390 mg/dl at the time of the incident. The device will be returned for analysis.